Manufacturer narrative:
Other relevant device(s) are: etbf2313c145e sn (B)(4), use by date: 2016-01-07, UDI # (B)(4).

Event description:
An endurant stent graft system was implanted in a patient endovascular treatment of an abdominal aortic aneurysm. It was reported that a recent CT revealed that there was thrombosis in the endurant iliac limb extending up into the bifurcated stent graft, and a type ii endoleak from the ima. The physician decided to insert a catheter behind the endurant stent graft and coil the ima. Then the physician advanced a glide catheter up through the thrombosed endurant iliac limb. The endurant iliac limb was de-clotted using another manufacturer¿s graft thrombectomy catheter. The endurant iliac limb was then relined using a 16x24x93 endurant limb followed by a 16x16x93 endurant iliac limb proximally. The endurant limbs were then ballooned using a reliant balloon and a 16x40mm angioplasty balloon. An angiogram was then performed and the limb was open and the type ii endoleak was resolved. The physician stated that the cause of the thrombosis was related to the patient¿s anatomy, there was type ii endoleak from the ima feeding the iliac limb, which resulted in iliac growth, caused the endurant iliac limb to retract back into the iliac artery and the blood flow was comprised. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.